Event description:
It was reported to medtronic neurosurgery that the valve was explanted as it was not functioning properly. According to the report, the valve was set to pressure level 1.5 on several occasions; however, it would spontaneously change to a 2.0 setting.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. A review of the manufacturing records was not possible as no lot number was provided. Additional device/patient information: it was reported to medtronic neurosurgery that the patient was re- implanted with a small, medium pressure valve. Additionally, the patient identifier, age and valve explant date was made available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.